Manufacturer narrative:
Additional medical information was requested from the practitioner, however it has not been received. The complaint sample was not returned for evaluation. A review of the lot device history records is ongoing. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer emailed bausch and lomb to report that following successful use of 3 pairs of soft contact lenses, the fourth pair was associated with discomfort in the left eye that became more pervasive the more the lens was worn. The consumer also developed red eye and blurred vision. They visited a local eye specialist and reports that the provider told them that the eye was ¿infected¿ and prescribed a topical ophthalmic antibiotic (moxifloxacin), antifungal (natamycin), cycloplegic (homatropine) and corticosteroid (prednisolone acetate). The consumer provided medical records from one of the office visits. The records verified the treatments prescribed and indicated that the event had ¿subsided¿ and only subepithelial spots remained. No further information from the eye care provider has been provided. The consumer provided a macro photo of the left eye which suggested that the level of inflammatory redness was minimal and the provider suggested that only subepithelial infiltrates were observed at some point in the care of the eye.

Manufacturer narrative:
Complaint sample was returned for evaluation. Cosmetic evaluation revealed the lens was torn from the edge through to the center. We are unable to evaluate parameters due to the tear. The review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.